Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure @ 27000 joules and 6 minutes of usage, tip burnt out and laser went into standby was noted. The aim beam and vapor were noted to be observed in multiple angles. The procedure was completed using a second fiber. Patient outcome "ok" reported.